Manufacturer narrative:
The device has not been returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Once an investigation is completed and a supplemental report will be submitted. Manufacturer internal reference number: comp-(B)(4).

Event description:
On (B)(6) 2026, dr. (B)(6) reported that a 55 year old female patient presented to the platinum dental south jordan cornerstone office with concerns related to a previously placed dental implant. The implant placement was performed on (B)(6) 2026 at tooth location #03. It was reported that the implant was not placed after an immediate extraction and was immediately loaded. The patient presented with the issue on (B)(6) 2026, within three weeks of implant placement. During the examination, the doctor determined that the implant had failed to osseointegrate, and the implant was removed on the same day of the visit without the use of instruments. The implant was not replaced. The patient experienced symptoms of pain, which resolved after implant removal. The prosthesis involved a single tooth, and the opposing arch consisted of natural teeth. No permanent injury was sustained by the patient, and no additional medical or surgical intervention was required. It was further reported that the patient had type iii bone quality and maintained good oral hygiene. No abnormalities related to the implant or its packaging were identified.